Event description:
A surgeon reported a case of bilateral corneal edema and diffuse lamellar keratitis (dlk), observed at post lasik treatment. Reporter indicated topical steroid eye drops were increased. Patient noted vision was blurry, some light sensitivity and dryness in both eyes. Additional information received from the reporter indicates the patient issue is improving. There are two related reports to this patient. This report addresses the left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).